Manufacturer narrative:
Thus far, attempts by adc to retrieve the product have been unsuccessful. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 1 day of wear, while asleep (night of 27 to 28-aug). As a result, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness. Healthcare professional contact was made and the customer was provided serum and glucagon for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.